Manufacturer narrative:
Investigation summary an internal complaint (call (B)(4)) was received indicating that a basin set (finished good 89-8598, lot number 41698505) contained an operating room towel (raw material 5-5042) with a dark, circular substance on it about the size of a quarter. No sample was returned for evaluation. Quality control has contacted the reporting customer to request a returned sample or a photo of the reported issue. The work order was reviewed for discrepancies that may have contributed to the reported incident. None were identified. The operating room towel contained within the finished good is supplied to deroyal by (B)(4). Therefore, a supplier corrective action request (scar) was submitted to (B)(4). A response has not yet been received. The 2015-present scar and supplier notification letter logs were reviewed for similar complaints. None were identified. The investigation is incomplete. When new and critical information is received, this report will be updated.

Event description:
Nurse was opening basin set and noticed one of the blue operating room towels was spoiled. It had a dark substance on it -- circular, the size of a quarter. Upon touching, the nurse reported the substance flaked off. The team had to tear down and reset the entire operating room. The procedure was delayed by 20 minutes.

Manufacturer narrative:
The operation room towel contained within the finished good kit is supplied to deroyal by gd medical. Therefore, a supplier corrective action request (scar) was submitted to gd medical. In its response, the supplier stated, without an actual sample or picture, additional information is needed for further analysis. A corrective action has not been taken. An internal complaint (B)(4) was received indicating that a basin set (finished good (B)(4), lot number 41698505) contained an or towel (B)(4) with a dark, circular substance on it about the size of a quarter. No sample was returned for evaluation. Quality control has contacted the reporting customer to request a returned sample or a photo of the reported issue. A response was not received. The or towel contained within the finished good is supplied to deroyal by gd medical. In its scar response, gd medical stated a product inspection was conducted in its warehouse. No issues were found. The supplier also production processes and procedures and found no similar issues. The finished good work order was reviewed for discrepancies that may have contributed to the reported incident. None were identified. The 2014 present scar and supplier notification letter logs were reviewed for similar complaints. None were identified. A preventive action has not been taken. The investigation is complete. If new and critical information is received, this report will be updated.

Event description:
Nurse was opening basin set and noticed one of the blue or towels was spoiled. It had a dark substance on it circular, the size of a quarter. Upon touching, the nurse reported the substance flaked off. The team had to tear down and reset the entire operation room. The procedure was delayed by 20 minutes.